Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the pk dissecting forceps instrument wires were hanging loose at the tip even though the instruments were water soaked after use during case to prevent crusting. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the intuitive motion was not functioning due to a loose pitch cable found at the wrist. The clevis did not exhibit any damage or wear marks. The cable crimp remained in the clevis. The loose pitch cable was observed to be frayed as well. The frayed segments were various in lengths. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.